Event description:
The manufacturer received information from a customer that a ventilator inoperative condition was reported on a bipap a40 device. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. The device was checked by the customer, and the event log was blank. The device was not operational. There was no serious patient harm or injury that occurred or was reported. The device has been returned to the manufacturer, but the evaluation has not yet been completed.